Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation interventional procedure. Reportedly, after step 3 the suture broke. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The material separation was confirmed as a link break. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulty and subsequent treatment are likely due to the circumstances of the procedure. Based on the information reviewed it is likely that the plunger was not fully depressed against the device handle as evidenced by the posterior needle tip still in the foot. The material separation of the link would occur with the plunger pull in this condition. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.